Manufacturer narrative:
Intuitive surgical, inc. (Isi) investigation is still underway. A follow-up MDR will be submitted once the investigation has been completed/ additional information has been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 instrument would not advance. The or staff stated the surgery was doing well. The surgeon was using usm 1 and usm 4 at the time. Technical support engineer (tse) reviewed live logs and found no usm 3 related messages in system logs. Tse instructed or staff to check usm 3 drape for possible pinching in arm3 carriage. Tse instructed or staff to cycle system power at end of procedure and check arm3 for operation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon disabled or discontinued use of arm due to issue. The procedure was completed without the use of arm 3. Tse troubleshooting tasks were attempted. Re-seating the arm drape did not work. The customer powered off the system for the next case and arm 3 worked. The customer believes it was just a malfunctioning arm drape.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The field service engineer (fse) contacted the customer and confirmed they reseated the drape to resolve the issue. The customer believes the issue was with the drape. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.